Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the customer had a PICC that they are having issues with getting air in the lines thru the rubber piece with pulling back and flushing line during placement. Add info received on 07-sep-2023: the event directly involved user. No urgent/life threatening medical situation. No patient harm, injury, complication or negative outcome that occurred as a result of the event. No interruption of the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient. No additional, unplanned medical or surgical intervention required to avoid patient harm.